Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit shed metal pieces into the shoulder joint of the patient.